Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a severe hypoglycemic incident. The caller stated that the customer mentioned to his trainer he might have covid 19 and he was a long time cocaine user that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The family and paramedics tried to administer glucagon but were unable to revive the customer. The customer had started using the pump a week earlier. The caller declined to return the insulin pump for analysis.